Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.  Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the surgery extended 4 hours to search for the needle or was the total surgery time 4 hours? To search the needle. Was the patient under general anesthesia? Yes. Was there any additional tissue damage as a result of searching for the needle? No. It was found the needle in the same procedure using rx, without any complications for the patient.

Event description:
It was reported that the patient underwent a laparoscopic incisional herniorrhaphy procedure on (B)(6) 2016 and suture was used. During the procedure, the device presented with a problem at the moment of surgery. The needle of the suture fell in the abdominal cavity of the patient. The needle was found in the same procedure using xray and there was no tissue damage reported. The procedure was extended 4 hours to search for the needle. No additional information was provided.